Event description:
The customer reported that the central nurse's station (cns) rebooted itself while they were trying to set up dual displays.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) rebooted itself while they were trying to set up dual displays. Technical support (ts) had the customer disconnect the second display, power on the unit, and then exit the cns software and go to the windows side. Ts then had the customer connect the second display while in windows and configure the display settings, which resolved the issue. No patient harm was reported. Investigation summary: ts assisted the customer in adding the secondary display back with the proper procedure: "I had the customer disconnect the second display, power on the unit and then exit the cns software and go to the windows side. I had him connect the second display while in windows and then we checked the resolution settings to make sure it is correct. I had him add in the resolution and then apply it to the second display. We then got back into the software and selected dual display." There was no malfunction of the device. It is unknown why the secondary display was not working at the time of the event. The cause for the reboot was due to incorrect procedure. Service history for this device was reviewed. There is no history for display or reboot issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 06/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I don't understand this email. B6 attempt # 1: 06/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I don't understand this email. B7. Attempt # 1: 06/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; I don't understand this email. Additional information: b4 date of this report, date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted itself while they were trying to set up dual displays. Technical service (ts) had the customer disconnect the second display, power on the unit and then exit the cns software and go the windows side. Ts then had the custgomer connect the second display while in windows and then checked the resolution settings to make sure it was correct. Ts had the customer add in the resolution and then apply to the second display. The cns is now able to use 2 displays. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted itself while they were trying to set up dual displays.